Manufacturer narrative:
The pt remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported a small subxiphoid abcess appeared over a two day period. Positive cultures were obtained from the driveline. The pt was returned to the operating room for incision and drainage (I&d) with wound exploration.

Manufacturer narrative:
The patient remains ongoing on lvad support. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. Driveline infection is listed in the lvad instructions for use as a potential adverse event that may be associated with the use of the left ventricular assist system. The manufacturer is closing its file on this event.

Event description:
The patient presented on (B)(6) 2014 with fever, fatigue, and malaise for a recurrent abscess with I&d and wound vac placement. He remained on chronic oral suppressive therapy (levaquin) for recurrent infection. The wound is semi-closed, but continues to drain fluid. The patient is asymptomatic. Incidentally, the patient did hit his head on a bunk bed recently and had bilateral subdural hematoma.